Event description:
The user facility reported that when the product was inserted, a metal needle was used for insertion and removal, which resulted in peeling of the urethane layer. Unfortunately, the patient passed away, but it was confirmed that the cause of death was not related to any malfunctioning of the product. Serious injury as the peeled piece remained in the patient body. Though the patient deceased, it was confirmed that the cause of death was not related to any malfunctioning of the product.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . B3: date of event: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: n/a at this product code is note exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: requested, unknown. E3: occupation: requested, unknown. G4: 510(k): k926214. H4: device manufacture date: unknown due to unknown lot number. Since the actual sample was not returned, analysis of it could not be performed. History investigation of the involved product code and lot number since the involved lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. Regarding the involved product, there have been no reported incidents attributable to the manufacturing process in the past two years. Cause of occurrence/conclusion: since the lot involved in this issue was unknown, the review of manufacturing records and shipping inspection records could not be performed. In addition, since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "do not manipulate or withdraw the glldewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).